Event description:
The unit was not turned off properly (as per the safe operating instructions in the owner's manual) and the customer was standing next to the unit. While showing her unit to friends, the engager was activated and the unit moved forward knocking the customer down. This resulted in a broken hip and hospitalization. The customer is presently in a nursing home recuperating.